Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was hospitalized for cerebral hypoxia brain after collapsing at home and requiring emergency medical care. Interrogation of the ICD revealed that this device delivered a shock into a shorted lead condition, indicated by the <20 ohms shock impedance measurement. The delivered shock and subsequent shocks was ineffective in defibrillating the patient. The device then experienced a charge time above 45 seconds and went into end of life (eol). In addition, the ICD is no longer providing pacing. A memory download was performed and sent to boston scientific for further evaluation. The data was reviewed by a boston scientific engineer and it was confirmed that during an episode on (B)(6) 2011, the device delivered anti-tachycardia pacing (atp) followed by several shock attempts. The first shock was delivered into a shorted lead condition, indicated by a shock impedance measurement below 20 ohms. This shock was then followed by several more shock attempts into a shorted lead condition, and one into an open lead, indicated by a shock impedance above 125 ohms. During the episode, two of the charge attempts where above 45 seconds and the device then declared end of life (eol). The shock attempts into the shorted lead condition most likely damaged the device hardware, resulting in the longer charge times which resulted in the eol declaration. All subsequent episodes recorded continued to show a shorted lead condition. It was discussed that the device and lead can no longer provide therapy and the patient should be monitored closely until a replacement procedure can be performed.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was hospitalized for cerebral hypoxia brain after collapsing at home and requiring emergency medical care. Interrogation of the ICD revealed that this device delivered a shock into a shorted lead condition, indicated by the <20 ohms shock impedance measurement. The delivered shock and subsequent shocks was ineffective in defibrillating the patient. The device then experienced a charge time above 45 seconds and went into end of life (eol). In addition, the ICD is no longer providing pacing. A memory download was performed and sent to boston scientific for further evaluation. The data was reviewed by a boston scientific engineer and it was confirmed that during an episode on (B)(6) 2011, the device delivered anti-tachycardia pacing (atp) followed by several shock attempts. The first shock was delivered into a shorted lead condition, indicated by a shock impedance measurement below 20 ohms. This shock was then followed by several more shock attempts into a shorted lead condition, and one into an open lead, indicated by a shock impedance above 125 ohms. During the episode, two of the charge attempts where above 45 seconds and the device then declared end of life (eol). The shock attempts into the shorted lead condition most likely damaged the device hardware, resulting in the longer charge times which resulted in the eol declaration. All subsequent episodes recorded continued to show a shorted lead condition. It was discussed that the device and lead can longer provide therapy and the patient should be monitored closely until a replacement procedure can be performed.

Manufacturer narrative:
At this time, the patient is currently in intensive care receiving neurological treatment. A replacement procedure will not be performed until the patient's condition improves. Once the device and lead are able to be explanted, returned, and have gone under laboratory analysis, this report will be updated.